Event description:
Information received from the field notes microprocessor reset. An "unknown parameters" message was displayed and dashes (---) were noted for sensor parameters. The device could not be programmed. Measured battery data was 2.8v, 17ua, and <1 kohms. Attempts to restart the microprocessor and download software were unsuccessful. The patient was pacemaker dependent.